Event description:
It was reported that a patient underwent hip replacement surgery (thr) on (B)(6) 2022 and a barbed suture was used for closing the incision in the skin and subcutaneous layer. Post-op, about two weeks later, the patient came independently to the hospital's emergency department where she was diagnosed with a mild infection in the area of the surgical incision. The doctor in the emergency room instructed the patient to continue with the usual treatment of the wound as instructed by the surgeon without medication. On (B)(6) 2022, the patient came for a routine check-up with the surgeon who identified two purulent sinuses, one of the sinuses being superficial and the other deeper. The patient had a wound dehiscence. On (B)(6) 2022, the patient was admitted to surgery for the purpose of debridement and closure of the incision, as part of which cultures were also taken. The cultures taken in this analysis showed a deep culture of staph aureus bacteria and proteus bacteria. As of yesterday, this patient is still hospitalized after she had increased inflammation indicators and received antibiotic treatment and vacuum treatment of the wound.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. How many stratafix spiral monocryl plus sutures were used in this patient? 1. Was the same actual suture used to sew the skin and the subcutaneous tissue? Yes. On what tissue was the suture used? Skin and subcutaneous. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What tissue layer dehisced? Skin and subcutaneous. Was it only the skin layer that dehisced? No. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown onset date/time of dehiscence? (# post op days)about a month. How was the dehiscence managed? Reoperation for primary closure. Please describe the appearance of the suture during the second procedure. Unknown. Were there any precipitating stress factors for the wound dehiscence? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unknown. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Unknown. Please provide the onset date/time of infection from the initial surgical procedure. About a month after. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. How much and what type of drainage is present in this wound? Unknown. Please describe any medical intervention performed for the infection including medication name and results. Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event for each suture? Unknown. What is the patient's current status? Unknown. Lot number? Unknown. If applicable, will product be returned? If so, please provide the return date and tracking information. Imposible to track the suture after implentation.